Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable and alarms when connected to a power module was not able to be determined. The system controller serial number (B)(4) was not returned for evaluation. There was no log file available for review. Per the customer the log file appeared corrupted and the patient has not reported any further alarms since the controller exchange. Periodically inspecting the equipment for damage and general care and guidelines of the system controller is covered in the heartmate ii patient handbook. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with reports of alarms while connected to the power module (pm). It was noted that the patient had an epc controller. The patient stated that no alarm conditions were indicated on their home screen when active alarms were occurring. During a connection to the pm, the patient received a series of short beeps and then a long beep. The patient's mother thought this was coming only from the pm but could not entirely confirm. The patient was connected to battery power right away and the alarms resolved. The same situation also occurred 2 days prior. The alarm history did not record any of these reported events and no low speed or pump stops were noted. In addition the patient's epc controller was observed to have significant damage to the black power cable with exposed wires under the outer sheath. The patient subsequently underwent controller exchange and was monitored for 30 minutes without alarms. The pm appeared to be operating normally and passed a self test. The patient had no further alarms after controller exchange. Log files were unable be sent as it was noted that the file was corrupt. No additional information was provided.